Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Solid clinical study. It was reported that the patient required prolonged hospitalization. The patient was enrolled in the solid study on (B)(6) 2020. The first transarterial radioembolization procedure was performed on (B)(6) 2020. Durvalumab began on (B)(6) 2020 with a total daily dose of 1500mg. The second transarterial radioembolization procedure was performed on (B)(6) 2020. Fever continued and the hospitalization period was extended. On (B)(6) 2020, the fever subsided and the patient was discharged.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G1: MFR site address 1: chapman house farnham bus prk, MFR site zip/post code: gu9 8ql.

Event description:
Solid clinical study. It was reported that the patient required prolonged hospitalization. The patient was enrolled in the solid study on (B)(6) 2020. The first transarterial radioembolization procedure was performed on (B)(6) 2020. Durvalumab began on (B)(6) 2020 with a total daily dose of 1500mg. The second transarterial radioembolization procedure was performed on (B)(6) 2020. Fever continued and the hospitalization period was extended. On (B)(6) 2020, the fever subsided and the patient was discharged. It was further clarified that the fever started on (B)(6) 2020 after the second therasphere procedure. Hospitalization was extended due to the fever. The fever ranged from 38.0 to 39.0 degrees celsius. The fever was treated with antibiotics (ceftriaxone).